Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior fusion at l3-4 using rhbmp-2/acs on (B)(6) 2011. Post-operatively in 2011, patient was diagnosed with chronic pain, radicular pain, and excess bone growth. As a result, patient has required extensive medical treatment. Patient has never recovered from his surgery involving rhbmp-2/acs and continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living. It was also reported that patient suffered injuries and damages, including but not limited to, an inflammatory reaction to rhbmp-2/acs, heterotopic bone growth, osteolysis, chronic pain, additional surgeries. No additional information has been provided.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: posterior spinal fusion l3-4 and l5-s1, lumbar laminectomy l3-4, exploration of spinal fusion at l4-5 with placement of instrumentation, l3-s1, removal of instrumentation of l4-s1, posterior lumbar interbody fusion of l3-4, with cage and correction of spinal alignment at l3-4, posterior interbody fusion at l5-s1, and neurolysis of l4, l5 and s1 nerve roots bilaterally. Pre-op and post-op diagnosis: degenerative disc disease, lumbar spine lumbar instability at l3-4 with lumbar disc space collapse l3-4 vertical instability lumbar radiculopathy lumbar pseudoarthrosis at l5-s1 post laminectomy syndrome, lumbar spine scoliosis at l3-4 secondary to disc space collapse and lumbar kyphosis as perop notes: ".. There was some stability after creating a channel in the l5-s1 level and therefore, it was elected to not place a cage at this level, however, I selected the bone graft at this level and bmp was also placed into the l5-s1 level.. At l3-4, bmp was rolled in helistat sponge placed on appropriate sized natura tlif cage and the cage was impacted into the posterior aspect of the disc space and seated in the posterior aspect of the disc space and countersunk and seated with excellent purchase.. Patient was taken to recovery room in stable condition, there were no intraoperative complications.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.